Event description:
A malfunction alarm was reported by the caller. No additional information was received regarding the impact on the customer¿s blood glucose level. The caller successfully followed the instructions to load a new cartridge and resumed insulin therapy.